Manufacturer narrative:
The following sections were updated/corrected/added: b4, d9, g3, g6, h2, h3, h6 and h11. The complaint for malposition - valve embolizes into ventricle was confirmed with objective evidence via imaging evaluation. Available information suggests procedural related issues such as lack of leaflet capture (anchors from 5-9 o'clock, at least 4 anchors); imaging issues like device shadowing; and patient related issues such as rv lead adhered into trabeculae likely contributed to the event resulting in valve instability, significant rocking, and posterior-lateral paravalvular leak, necessitating surgical intervention for device removal and replacement with a surgical edwards valve. Based on extensive complaint investigations, the root cause for events more likely due to various procedural, patient, imaging or a combination of these factors, such as difficult or lack of leaflet capture, leaflet plastering (septal, fixed leaflet to septal wall), and device shadowing. These events are not associated with manufacturing non-conformances or deficiencies. Device malposition is a known potential adverse event listed in the evoque IFU. The evoque IFU and training manuals provides instructions on device use, warnings, cautions intended to mitigate these events and are sufficient to address these events. These events will continue to be monitored and complaints trending, and control limits are managed and assessed.

Event description:
As reported by the edwards lifesciences affiliate in germany, a patient received an evoque valve in tricuspid position where immediately upon deployment, the valve tilted, migrated, rocked, and a posterior paravalvular leak (pvl) was noted. The evoque valve was explanted and a surgical valve was implanted. During the procedure, initial wire placement was challenging and position was lost when inserting the 33f dilator. It took approximately 10 minutes to get the position back and a competitor catheter was used for guidewire placement. Getting the valve in an optimal position was also challenging. The delivery system nose cone was interacting directly with a moderator band in the right ventricle. The system was steered down over secondary flex and flushport at 5 o clock to overcome lateral trajectories. When deploying the valve, the nose cone was retracted and the guidewire was pulled to max to overcome interaction with the moderator band. Potentially, the maneuver caused the delivery system to drop towards the ventricle and lose the anterior-septal leaflet but it was not noticed at the time. Immediately upon valve release the valve looked to be in appropriate position; however, approximately 5 to 10 seconds later the valve tilted and migrated: posteriorly high and the anterior side dropped low. The valve was rocking significantly and there was posterior-lateral pvl noted. The decision was made to send the patient to surgery for device removal. The patient was stable and showed no signs of hemodynamic compromise. In surgery, signs of failed leaflet capture on posterior lateral side were noted. Evoque explant was uncomplicated and a surgical edwards mitral valve was implanted. The patient was noted to be doing well post operatively.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.